Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the device recorded multiple episodes of atrial fibrillation (af), which the clinician felt were not actually af episodes. The device sensitivity was reprogrammed, and the device remains in use. No patient complications have been reported as a result of this event.